Event description:
It was reported that a patient had a loss of therapeutic effect and the patient¿s interstim was not working. It was noted that the device would be turned to a higher volume or amplitude and for one or two hours the patient would feel less and less stimulation to a point where the patient felt no stimulation and ¿dropped¿ urine and couldn't make it to the bathroom in time. The reporter stated that this started on (B)(4) 2013 and the implantable neurostimulator (ins) and lead were replaced "last tuesday." Six days later, it was reported that the patient had pain in her right leg and the device was not helping with her incontinence. It was noted that the patient didn¿t have urinary relief and had leg pain since an ins replacement. Additional information has been requested but was not available as of the date of this report. See MFR. Report #3004209178-2014-00101 for information regarding the device replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0e0yc, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).